Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient was experiencing an irritation due to a nickel allergy. The skin was red with blisters, but open skin. There was no alleged device malfunction contributing to the irritation. Patient was advised to remove the lifevest by a physician. Outcome of the irritation is unknown.